Event description:
The patient study enrollment card was received on (B)(6) 2012, and indicated the lens had to be repositioned. This report was confirmed by the od. The doctor reported the lens was repositioned to improve the vault but the event was not related to the lens. Pre-op bcva was 20/20.

Manufacturer narrative:
(B)(4). Evaluation method - lens work order search & medical review results: a lens work order search was performed and there were no similar complaints found within the work order. Review of this file indicates that the icl was repositioned to improve vault. The vertical sulcus-to-sulcus (sts) distance is longer than the horizontal sts. The icl is regularly implanted horizontally. If the surgeon believes that the vault is a little high, he may opt to rotate the icl vertically to reduce the vault. (B)(4).